Event description:
Got essure done in 2010, 6 months after started having pain and now 4 years later still in pain and trying to get it removed! Have so many problems now, shooting pain on both sides, memory loss really bad, allergic to nickel and doctor never asked me if I was allergic! Burning sensations in stomach, heavy heavy menstrual cycles, hair loss, teeth hurting, very forgetful ...